Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the insulin gauge displayed inaccurate estimate. Customer's blood glucose level was 400 mg/dl. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed.